Event description:
A peritoneal dialysis pt has reported that while removing cassette he found fluid leaking inside the cassette door. There is no report of pt ill effect. There is no sample.

Manufacturer narrative:
Device history record review: one complaint has been received for this symptom code on this lot/batch. Sample analysis: no sample was received or available for eval. Conclusion: the reported complaint is unconfirmed. Event data will be trended per quality data analysis procedure.